Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to t wave oversensing. Boston scientific technical services (ts) discussed troubleshooting options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to t wave oversensing. Boston scientific technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the s-ICD system recorded an af episode with t wave oversensing. The technical services (ts) indicated that the r-wave appears to be much smaller than the presenting s-ECG. The r-t wave ratio was poor due to the drop in r-wave amplitude. The ts recommended an in-office check for another sensing evaluation of paced and sensed complexes and choose best sensing vector. Additionally, it may need to perform an av optimization with non boston scientific cardiac resynchronization therapy pacemaker (crt-p) implanted to limit any fusion that the health care professional (hcp) said was observed on the pacer. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to t wave oversensing. Boston scientific technical services (ts) discussed troubleshooting options. Additional information was received which indicated that, the s-ICD system recorded an af episode with t wave oversensing. The technical services (ts) indicated that the r-wave appears to be much smaller than the presenting s-ECG. The r-t wave ratio was poor due to the drop in r-wave amplitude. The ts recommended an in-office check for another sensing evaluation of paced and sensed complexes and choose best sensing vector. Additionally, it may need to perform an av optimization with non boston scientific cardiac resynchronization therapy pacemaker (crt-p) implanted to limit any fusion that the health care professional (hcp) said was observed on the pacer. Additional information was received which indicated that, the patient received an inappropriate shock due to low r waves amplitude leading into t wave oversensing. In reviewed of the events, the patient has multiple morphologies with signals with large amplitude. The technical services (ts) suggested further testing with pacing at different rates. Additionally, the patient still had some intermittent atrial fibrillation and an untreated episode with morphology change during event from large wide complex qrs to narrow. This electrode remains in service. No additional adverse patient effects were reported.